Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor was replaced during the svc call. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9800 system had an issue with the touchscreen monitor . No pt injury was reported.